Event description:
It was reported that the pump exhibited a double beep no cassette and a damaged lens. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
Additional information received on 08-jul-2022 via email and attached to complaint object: this happened during testing and the event date is unknown.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with damaged lens and missing rear label. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. High pressure messages, double beep - no cassette attached error were found in the event history log; the downstream sensor was found to be defective. It was recommended replacing the downstream sensor as corrective action. The root cause of the reported issue was unknown. The product is over a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147., corrected data: correction: d4: model number: 6400.